Event description:
Denali ivf filter found to have arm migrated to the rv; reviewing prior removal attempt it appears this was iatrogenic. Filter and fragment removed percutaneously. FDA safety report ID# (B)(4).